Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and a photocopy of the product lidstock for evaluation. Visual inspection of the swg revealed multiple bends and offset coils in the distal end of the wire. Microscopic examination confirmed both welds were attached and fully spherical. The bends and offset coils in the guide wire were located 570-587 mm from the proximal tip. The overall length of the guide wire measured 604 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.791 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The undamaged portions of the guide wire were advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was damaged between 570-587 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports "during the passage of the catheter, the guide wire open the coils preventing the continuity of the procedure". It was reported this occurred twice on the same patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports "during the passage of the catheter, the guide wire open the coils preventing the continuity of the procedure". It was reported this occurred twice on the same patient.